Event description:
According to a customer, a first morning urine sample from a patient tested negative on icon 25, but tested positive on a serum sample from the same day (>2000 miu/ml bhcg, abbott axsym).